Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the device fired some of the staples but did not fire all the way to the end. It is possible that firing across another staple line contributed to the problem. It was also noted that there were some malformed staples but, because there were a few staplelines already fired, it could not be confirmed that they were from this firing. To correct the problem, they fired another stapler. Because the doctor had to move in from the original staple line, they lost about the width of the stapler in tissue. The stomach specimen was examined after the case and stapler did not cut to end. There was no extension operating time, no bleeding and no buttress material used. We looked at stomach specimen after case and stapler did not cut to end. They thought it did but did not. Product number: egiauxl. Egia ultra universal xl stapler. K083519.